Manufacturer narrative:
Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to constant no motor movement or negligible alarm. Device received constant no motor movement or negligible alarm during rewind due to corroded motor home switch. Insulin pump error was present in the format history file. Problem isolated to the electronic assembly. No an error in the motor was detected by reading unexpected value from hall sensor error alarm, no the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was 209 mg/dl. The customer was able to clear the alarm and not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to replace the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.